Event description:
Event description cpi received information that this patient's lead, a sutureless myocardial unipolar lead (4312) was removed from service and capped, due to the lead impedance being greater than 2000 ohms. Electivly the entire lead system was capped, and a new endotak lead system was implanted.